Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (e315 error code) was not confirmed or duplicated. In addition, service found the adhesive on the bending section cover was cracked and scratched. The plastic distal end cover, the switch button #1, and the switch button #3 was scratched. The insertion tube was cut, and there was wet dirt on the scope connector. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device displayed an e315 error code (scope error). The reported issue occurred while reprocessing the subject device, after the procedure. There was no patient or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information that was received from the user facility regarding the reported issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the image sensor unit or a defect of the inner board of the video connector may have caused the event. Olympus will continue to monitor field performance for this device.